Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's system board was replaced to address the issue. The ventilator's ac inlet connector was found to be damaged, and pushed back inside the unit and was unable to plug the power cord into the unit. The device's ac inlet connector was replaced to address the issue.

Event description:
The MFR received info alleging a ventilator's display screen went blank and the device was alarming. There was no harm or injury reported.